Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as an itchy, dry skin. The patient's doctor prescribed an ointment (triamcinolone acetonide.) Follow up was completed and the skin irritation was improved.